Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level (bg) was 800 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection and went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. Customer was released on same day with no permanent damage and issue resolved. A replacement pump was sent to customer to resolve the issue.